Event description:
It was reported when using the bd pyxis medstation es system drawers 1.1 and 1.2 were failed and not detected on bus. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers not detected on bus. The field service engineer reseated cable and replaced module controller printed circuit board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.